Event description:
Healthcare professional reported "capsular contracture baker grade IV and probably an implant rupture". This record is for the left side. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and rupture.

Event description:
Healthcare professional reported "capsular contracture baker grade IV and probably an implant rupture" diagnosed via ultrasound. Later healthcare professional confirmed "rupture". This record is for the left side. Device was explanted and replaced with non-abbvie

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: capsular contracture: unable to observe as it is not related to the manufacturing process. Rupture: observed an opening assessed as unidentified (tear) opening. As per the investigation procedure, creases was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional later confirmed baker grade ii. Device has been explanted and replaced.